Manufacturer narrative:
A ge service rep performed an on site investigation. The cmos was installed during the service call.

Event description:
The customer reported that the 6800 system had a check sum error message and would not boot up. No pt injury was reported.